Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain/pain'), genital haemorrhage ('abnormal bleeding') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, vaginal pain, breast tenderness, dysuria, burning micturition, pregnancy and urinary incontinence. Concurrent conditions included irregular menstrual cycle, cramp in lower abdomen, vaginal infection, overweight and asthma. Concomitant products included tocopherol. On (B)(6) 2014, the patient had essure inserted. In may 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia (seriousness criteria medically significant and intervention required). In january 2015, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type:bloating"), 11 months 14 days after insertion of essure. In january 2016, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), irritability ("irritability"), memory impairment ("impaired memory"), disturbance in attention ("hormonal changes:concentration"), hot flush ("hot flashesh") and dental caries ("dental problems:tooth decay"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), alopecia ("hair loss/thinning hair"), anxiety ("anxiety"), depression ("depression"), coital bleeding ("other injuries: postcoital bleeding"), arthralgia ("joint pain"), bacterial infection ("infection (bladder/ urinary tract/vaginal)type: bacterial/yeast infections repeatedly"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal)type: bacterial/yeast infections repeatedly"), psoriasis ("rashes or skin conditions type: psoriasis skin and scalp"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and constipation ("gastrointestinal or digestive system condition type: severe constipation") and was found to have blood testosterone decreased ("hormonal changes describe: realy low testosterone") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation, salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, dyspareunia, dysmenorrhoea, abdominal pain and abdominal distension had resolved, the genital haemorrhage, back pain, alopecia, anxiety, depression, vaginal haemorrhage, menorrhagia, migraine, nausea, coital bleeding, arthralgia, blood testosterone decreased, bacterial infection, vulvovaginal mycotic infection, psoriasis, constipation, weight increased, irritability, memory impairment, disturbance in attention, hot flush and dental caries outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, bacterial infection, blood testosterone decreased, coital bleeding, constipation, dental caries, depression, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, irritability, memory impairment, menorrhagia, migraine, nausea, pelvic pain, psoriasis, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Ultrasound scan vagina - in july 2014: result: total bilateral occlusion. Pregnancy examination or test, negative result. Concerning the injuries reported in this case, the following ones were confirmd in patient¿s medical records: genital bleeding. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs & mr received. Reporter's information was updated. Patient's demographics were added. Added event relay low testosterone, irritability, impaired memory, concentration, bacterial infection, yeast infections repeatedly, psoriasis of skin and scalp, dysmenorrhea (cramping),fatigue, severe constipation, weight gain, abdominal pain, hot flashes, tooth decay, bloating. Event onset date was added. Updated outcome of events; pain(pelvic, abdominal, cramping)/bloating, headache, dyspareunia from unknown to recovered/resolved. Fatigue from unknown to recovering/resolving. Concomitant condition, concomitant drug, lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain, vaginal pain, breast tenderness, dysuria, burning micturition, pregnancy and urinary incontinence. Concurrent conditions included irregular menstrual cycle, cramp in lower abdomen and vaginal infection. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), alopecia ("hair loss/thinning hair"), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), coital bleeding ("other injuries: postcoital bleeding") and arthralgia ("joint pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, alopecia, anxiety, depression, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dyspareunia, coital bleeding and arthralgia outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, back pain, coital bleeding, depression, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: pregnancy examination or test, negative result . Concerning the injuries reported in this case, the following ones were confirmd in patient¿s medical records: genital bleeding. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia); migraines / headaches; nausea; dyspareunia (painful sexual intercourse); pain; other injuries: postcoital bleeding, joint pain, thinning hair were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), alopecia ("hair loss"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, alopecia, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.